Manufacturer narrative:
This lot was manufactured august 29, 2017 - august 30, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a small volume folfusor. The device was leaking after preparation with 2000mg 5fu in nacl with a fill volume of 96ml. There was no patient involvement. No additional information is available.